Event description:
Caller reported a tandem mobi cartridge alarm during the load process. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. Tandem technical support confirmed the alarm and decided to replace the pump. Caller was instructed on using manual daily injections as a backup therapy and given guidance on placing the problematic pump into storage mode before returning it. A replacement pump was sent, with detailed instructions provided for its setup and the return of the malfunctioning device.